Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot acquire images due to an ippc boot up issue. Upon troubleshooting actions, fse identified that both the system's operating software and application software had crashed. Fse reinstalled the software and application of the ippc, subsequently recreated the image store. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image processing pc (ippc) failed to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.